Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). Two clips were implanted during the procedure reducing mr to grade 1-2. It was noted imaging was poor. Two weeks later at the follow up, it was discovered that there was a single leaflet device attachment. One clip had detached from the anterior leaflet, and remained attached to the posterior. The physician believed the anterior leaflet had been torn and mr had increased to 2+.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot-specific quality issue. The investigation determined the reported slda and poor image resolution appear to be related to patient morphology/pathology. The reported patient effects of recurrent mr and tissue injury appear to be related to the slda. Mr and tissue injury are listed in the instructions for use as known possible complications associated with the mitraclip procedures. The reported serious injury/illness/impairment was a result of case specific circumstance as no intervention was provided. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a mitraclip procedure to treat grade 4 functional mitral regurgitation (mr). Two clips were implanted during the procedure reducing mr to grade 1-2. It was noted imaging was poor. Two weeks later at the follow up, it was discovered that there was a single leaflet device attachment. One clip had detached from the anterior leaflet, and remained attached to the posterior. The physician believed the anterior leaflet had been torn and mr had increased to 2+.